Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered out of range on the day of the event. A siemens customer service engineer (cse) adjusted the reagent dual resolution dilutor (drd), checked substrate dispensing, and cleaned the sample probe with naoh. After the procedure, the allergen specific ige calibration was adequate, however, the qc precision was still not satisfactory, requiring the replacement of the reagent probe. After this action, qc recovered in range. The cause of the event was a mechanical issue which was resolved by routine troubleshooting. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely low allergen specific ige results were obtained on multiple patient samples on an immulite 2000 xpi system. The erroneous results were reported to the physician(s). Depending on the sample, the sample was rerun for allergen specific ige on an alternate system either one, two, or three days after the initial sample was run, and the results recovered higher. One of the samples was run again for allergen specific ige three days later on a second alternate system, confirming the higher results. A corrected report was only issued for the sample which had been repeated twice, in which case the higher results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low allergen specific ige results.